Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011 the patient's morning blood glucose reading was 409 mg/dl and she tested positive for ketones. The patient did not report experiencing any other symptoms. The patient noted the pump had powered off. At 2:50 am the pump gave a "replace battery" alarm, but the patient did not hear it. During the troubleshooting telephone call, the patient replaced the pump's battery and the issue was resolved. The patient corrected her blood glucose level using the pump. The patient alleged the pump did not give a "low battery" alarm and then suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump powered off. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the alarm history indicated a replace battery alarm occurred at 2:50am on (B)(6) 2011. The history indicated that the pump was not resumed until 6:38 am on (B)(6) 2011 after the replace battery alarm. The pump's electrical draws were found to be within specifications. There was evidence of stuck unacknowledged reminders in the pump history. A low battery warning was induced during testing, and the pump emitted the appropriate audiovisual alerts. The pump was exercised for 29 hours with no delivery issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.